Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 silicone insulation on a jaw came off in one piece while used on a patient. The silicone detached inside the tunnel of the patient's leg. The user was able to quickly and safely retrieve the loose silicone piece with the hemopro 2 device used as a grasper. No additional incisions or procedures were needed. They opened up a new hemopro 2 kit to successfully complete the procedure. No procedural delay beyond a couple of minutes. There was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood and charred tissue were observed on the jaws, heater wire, and clear silicone insulation. The clear silicone insulation of the cold jaw was observed to be entirely peeled off and detached from the cold jaw. The detached piece is shown next to the jaws in the photograph. A piece of tissue or thread is visible on the detached piece. The heater wire and insulation of the hot jaw is observed to be intact with no defects observed. Based on the photographic investigation, the reported failure "peeled; jaw" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a